Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer "extension tubing would not flush with saline". The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5301-c lot number 22109382 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the saline flush. The following information was provided by the initial reporter: "extension tubing would not flush with saline"

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector was blocked during the saline flush. The following information was provided by the initial reporter: "extension tubing would not flush with saline."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.